Event description:
It was reported that the lens was explanted in a secondary procedure from the patient's left eye. It was stated that the patient had a myopic result 1.25 diopters more than intended and could not tolerate the problem. A new non-abbott medical optics (amo) lens was exchanged in its place. No further information was provided.

Manufacturer narrative:
(B)(4) - unexpected post operative refraction. Intraocular lens explanted in a secondary procedure. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Visual inspection with the unaided eye showed that the lens was delivered in a zip lock bag in one piece. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the presence of marking holes. The lens was contaminated and scratches were present. Also the surface of the lens is partially covered with dried material. The lens was not clear and appeared cloudy because of the stain on the surface. It was reported that the lens was explanted from the patient's eye in a secondary procedure. The measured lens was within power specification. The measured lens was within cylinder power specifications. Visual inspection of the return sample intraocular lens did not show non-conformances. A manufacturing record review of the intraocular lens indicated that there were no non-conformances. There were no environmental monitoring related non-conformances within the timeframe that the production order number was manufactured. There were no process and/or material changes within the production order number of the intraocular lens. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.